Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure the jaws of the force bipolar instrument was disconnected from the shaft. It came out of the socket and because of the issue the instrument release kit is unable to be used since it is disconnected. On 9/4/2024, isi followed up with the customer and gathered the following information: no fragment fell into the patient. The instrument jaws needed to be manually pushed back onto place and then extracted from the cannula before replacing with another. The instrument and cannula did not need to be removed together, once the jaws were manually put back in place it was able to be extracted appropriately. There was a pin sticking out. The wrist could not be straightened due to physical damage, there was a broken main tube. The grips/jaws would not close. Port incision size was not increased. There was no patient injury. The procedure was completed robotically as planned there was just a delay and worrisome process.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.